Manufacturer narrative:
Additional information added.

Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted with no leak noted. The 45-day follow-up also showed no leak. At a subsequent follow-up appointment, a peri-device leak was identified. The patient underwent a procedure to place a non-boston scientific transcatheter duct occluder in the leak. The patient has fully recovered. It was further reported that the leak measured 5.3mm.

Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx closure device was implanted with no leak noted. The 45-day follow-up also showed no leak. At a subsequent follow-up appointment, a peri-device leak was identified. The patient underwent a procedure to place a non-boston scientific transcatheter duct occluder in the leak. The patient has fully recovered.